Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to brain bleed.

Manufacturer narrative:
B5: additional information.

Event description:
User facility report (B)(4) was received on (B)(6) 2020 and it was reported that the patient was on coumadin and aspirin 40.5 mg daily, presented urgently to the emergency department with fever and confusion. While the patient was in the emergency room their neuro status declined prompting intubation. A brain cat scan revealed a large intracranial hemorrhage in the left frontal lobe which expanded over the next 24 hours despite international normalized ratio (inr) reversal with pcc, vitamin k and frozen plasma. Labs were significant for white blood cells of 27, inr 3.5 and blood cultures growing pseudomonas. The patient was not a surgical candidate with poor prognosis for recovery and care was withdrawn per the patients previously expressed wishes. The date that the patient expired was not known and was estimated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The account reported that the patient, who was noted to be on coumadin and aspirin, presented to the emergency department (ed) with a fever and confusion. While in the ed, the patient¿s neuro status declined, prompting intubation. A brain cat scan revealed a large intracranial hemorrhage in the left frontal lobe which expanded over the following 24 hours despite inr reversal with prothrombin complex concentrates (pcc), vitamin k, and frozen plasma. The patient¿s labs were significant for a white blood cell (wbc) count of 27, inr of 3.5, and blood cultures positive for pseudomonas. The patient was not a surgical candidate and there was poor prognosis for recovery. Care was withdrawn per the patient¿s previously expressed wishes. It was also reported that heartmate 3 lvas was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding, stroke, and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as suggested anticoagulation modifications. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.